Manufacturer narrative:
The insulin pump was received with no button error alarm. The pump had no button response due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted. Pump was unable to test for battery out limit alarm due to no button response. The pump had a cracked case at display window corner and a scratched display window. No damage noted on lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 118 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.